Manufacturer narrative:
The root cause has been established through acumed's health hazard evaluation process. Additional reporting on this event will be provided as a follow up report if alternative information becomes available.

Event description:
It was reported, "both 1.5mm hex drivers broke during the case. Both times the drivers were attached to the orange torque-limiting driver handle. This did not impact overall theatre time too much as I got them to use the frag-loc driver for the remaining screws. Also, no impact on patient as heads of the drivers were removed easily. Also, the ratcheting handle also seems to be broken/jammed (80-0663)".